Event description:
The surgeon reported via (B)(6) distributor, (B)(6), a discolouration on the upper side of the tibial baseplate. The surgeon reported that he noticed this following the removal of the inserter / impactor. The surgeon described this as resembling 'dried milk' which he wiped off with a swab.

Manufacturer narrative:
It was noted that the device will not be returned for evaluation as it was implanted. If any additional information will be received, it will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because further information such as photographs and analysis of the subject device is needed to complete the investigation for determining the root cause.

Event description:
The surgeon reported via (B)(4), a discolouration on the upper side of the tibial baseplate. The surgeon reported that he noticed this following the removal of the inserter / impactor. The surgeon described this as resembling 'dried milk' which he wiped off with a swab.